Manufacturer narrative:
No battery cap was received with the pump. No unexpected pump error 4, pump error 15, blank display anomalies or audio/beep anomalies were noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-tests. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and a slightly stained serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went black. In the alarm history there were insert battery, pump error 15, and pump error 4 alarms. Customer's blood glucose level was 429 mg/dl. The customer treated her blood glucose level with an injection. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.